Event description:
Kimberly-clark received a report stating: "a male with severe cleft palate had a gastrostomy tube placed last week in the morning. The balloon had ruptured, the tube was dislodged and the patient brought emergently to the operating room for replacement that afternoon." There was an emergent revision and replacement of the gastrostomy tube the next day. The patient went to the nicu and was ultimately discharged from the hospital two days later. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record # (B)(4).

Manufacturer narrative:
Kimberly-clark received a report stating that a "(B)(6) male with severe cleft palate had a gastrostomy tube placed last week." The balloon ruptured resulting in dislodgement of the tube, so the patient was sent to the operating room for placement of a new tube. The replacement procedure was successful, and the patient was discharged from the hospital two days later. The original tube was placed using an open stamm gastrostomy procedure. During placement of the original tube the balloon was first filled with water and held for three minutes to ensure integrity of the balloon. Once it was passed through the abdominal wall, balloon integrity was re-checked to confirm there were no leaks, and the balloon was inflated with 3 ml of water. The balloon pressure was also checked and was found to maintain pressure. A voluntary medwatch form was filed by the facility, # (B)(4) to report the balloon rupture. The device involved in this event was returned to kimberly-clark, and the balloon on the returned device appeared to have burst. Review of the DHR for the lot referenced in the complaint documented that the product lot met all manufacturing specifications. Based on the investigation, a definitive root cause could not be determined. Information from this incident has been included in the kimberly-clark product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. The details of this report are captured in complaint # 25144.